Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device /part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that the vela ventilator display did not power on. The customer also stated that the ac/dc power light illuminated but when they attempted to power the unit on, it only made high pitched noises. The customer cofirmed that there was no patient involvement associated with this reported event.